Event description:
It was reported that the patient underwent shoulder arthroplasty to treat a right shoulder rotator cuff tear arthropathy that had been treated previously without success. The procedure was completed without issue and no clinical consequence to the patient. Day 1 post operative, x-ray showed the patient had a dislocation of the right shoulder prosthesis. The patient told the medical staff that as they were lifting themselves up in bed they had "landed" on the right shoulder in bed and felt a pop. The patient did not feel any pain due to the nerve block. The surgeon was able to do successfully complete a closed reduction of the right shoulder at the bedside. An x-ray was taken following the procedure and confirmed the reduction. The patient tolerated the procedure without complication. The patient was continued in sling immobilization and a further x-ray was taken the following morning. This x-ray also showed the dislocation had been resolved by the procedure the previous day. The patient was discharged to a skilled nursing facility day 2 post operative. It was reported that the patient died shortly after arriving at the skilled nursing facility, cause of death was not provided and autopsy was not performed. The surgeon did not relate the patient death to the shoulder prosthesis and potentially to the procedure. The patient did have several comorbidities was medically cleared fro the shoulder arthroplasty surgery.